Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The display board was okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 152 mg/dl. The customer stated that the insulin pump did not show any signs of physical damage nor had it been exposed to moisture. After several attempts, she called again reporting that she had tried 2 replacement battery caps, but there was still a blank display. The blood glucose reading at the time of the most recent call was 270 mg/dl. She treated with a manual injection. Advised replacement of the insulin pump. Nothing further reported.